Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the unit was initially triggering error 32056 and 1123 on yaw. Errors 32056 and 1123 were also in the field logs on the day error 32098 was triggered. Replacing the yaw sl flat flex cable (ffc) did not fix the issue. The sl ffc's on the axes controller, arm (aca) were plugged in reversed for troubleshooting and the error stayed on yaw indicating that most likely there was a problem with the printed circuit assembly (pca). After the aca pca was replaced, the errors were no longer triggered. The complaint was confirmed based on failure analysis. The probable root cause is attributed to a defective aca pca.

Event description:
It was reported that during a training/demo of the da vinci system, the user experienced error 32089 indicating a problem with universal surgical manipulator (usm) 2. The technical support engineer (tse) confirmed error 32098 in system logs on usm 2. The tse had the site perform an emergency power off (epo) with no change. There was no report of patient involvement or reported injury.